Manufacturer narrative:
Analysis of the lead packaging (sn (B)(6) revealed that the packaging of the lead was damaged. Lead was discarded by the customer, and only the packaging was sent back for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the implantable lead was found with cracked packaging and the device was never implanted. Due to questionable sterility of the product inside, they did not use the product. The lead components inside the packaging were discarded by the customer, and the cracked packaging was retained for return. There was no patient involved. The manufacturer representative (rep) indicated they would send any further information as they become aware.